Event description:
On (B)(6) 2011, the pt stated that the up and down buttons on his infusion device are failing to respond intermittently. The pt first noticed the problem four to six days before reporting the problem. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product eval.